Event description:
It was reported that the core console with integral irrigation pump exhibited erratic power output in the top handpiece port during testing. The output was alleged to have gone from 10 to 100 on its own. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was returned to the user facility.